Manufacturer narrative:
P-cap locked in place properly during testing. Upon battery installation, unit alarmed critical pump error (open book image). Unable to perform the following functional tests: self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The pump diagnostic trace (pdt) spreadsheet was utilized to search for any pump error alarms that may have occurred in the past or around the complaint date that might trigger the reason complaint. The pdt reveals no relevant alarms prior or during event date. In addition, corrupted history files due to incomplete data on event date. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. During deconstructive analysis and visual inspection, no moisture or damage was found on electronic assembly. Problem was isolated to electronic assembly. The following cosmetic damages were noted: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, broken belt clip rails, and label damage. In conclusion, customer concern of critical pump error alarm (open book image) was confirm. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a critical pump error with an open book image alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.